Event description:
Reporter stated, in two separate back-to-back blood glucose tests, results were 238 and 178 mg/dl and 110, 130 and 105 mg/dl. Control solution test was 116(82-125) mg/dl. Reporter performed back-to-back blood glucose test while in contact with lifescan and the results were 238 and 176 mg/dl, respectively. Reporter stated she does not compare confirmation dot to color chart and occasionally drops too much blood on the teststrip. Reporter states she is on insulin and glucophage but does not adjust his medication according to the meter. Reporter was not experiencing any symptoms. No allegation of harm.